Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a transmitter battery issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage testing was performed and failed. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was made.